Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test, self test, unexpected restart error test and basic occlusion test. All operating currents are within specification. Off no power alarm functioned properly. No motor error alarm noted. Insulin pump was unable to prime during prime test, due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer was hospitalized for high blood glucose. His blood glucose was 600mg/dl at the time of hospitalization and 36mg/dl at the time of reporting, which he planned to treat by drinking something. He also reported a motor error on his insulin pump. The insulin pump is being returned. No additional information was reported.